Manufacturer narrative:
Investigation summary: a visual inspection revealed that the jaws were very burnt. The tip of the cold jaw silicon was peeling along the tip and sides. The device was bloody. Since the cannula was not received, no evaluation of the tool being inserted in the complaint cannula could be performed. Based upon the visual observations, the reported complaint for "silicon coating peeled off" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicon jaw boot peeled off and the hemopro was difficult to insert into the cannula. The harvester used lube to get the hemopro into the canula and completed the case with the reported device. There were no pt effects. The product was returned.